Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04672. The patient received two leads with different lot numbers . It was replaced the patient had multiple contacts on a lead which were invalid. The sjm representative met with the patient for reprogramming, but the issue was only resolved for a short time. X-rays were taken, which revealed a possible kink in one of the leads. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.